Event description:
A customer reported during the use of their glidescope core 10-inch fhd monitor, the device indicates that there is no connection between the glidescope core video cable and the laryngoscope. They reported the disconnection between the video cable and the laryngoscope resulted in temporary loss of image during intubation. No use of a backup device or harm to the patient was reported. The customer reported the issue was likely caused by the video cable.

Manufacturer narrative:
The customer's glidescope core video cable was returned to verathon for evaluation along with the glidescope core 10-inch fhd monitor and three (3) glidescope titanium lopro t3/t4 reusable laryngoscopes. A verathon technical service representative evaluated the returned devices and was able to confirm the reported issue. First, the monitor was evaluated and passed both visual inspection and functional testing; confirmed to be within specification. Next, the video cable was tested with verathon's test equipment and experienced intermittent loss of image, failing verathon's device functionality testing. Furthermore, upon visual inspection, corrosion was identified on the cable's contacts. Lastly, all three (3) titanium blades were tested with verathon's test equipment and also experienced intermittent loss of image, failing verathon's device functionality testing. Corrosion was also identified on the contacts of all blade connectors. The glidescope and gliderite products reprocessing manual states: "use hospital-grade clean air to blow remaining moisture out of the connectors, and then dry the component using either hospital-grade clean air or a clean, lint-free cloth." It is likely that not blowing out the connector with hospital-grade air or drying the connector with a clean, lint-free cloth may have caused or contributed to the corrosion in the cable and blade connectors. Verathon followed up with the customer and restated the importance of drying the connectors following the reprocessing of the devices. Upon completion of verathon's device evaluation, the blades and video cable were scrapped with replacements and the monitor was returned to the customer. Corrective action is not required at this time. Verathon will continue to monitor for ongoing trends.